Manufacturer narrative:
Product analysis: the superior shaft is broken at the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The broken-off portion of the shaft was not returned. The fracture of the jaw is consistent overload of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent laminectomy surgery. During surgery, 2 mm pituitary jaw broke. The product came in contact with the patient. Reportedly, no fragment of the broken instrument was remaining in the patient. No patient complications were reported.